Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false result with the ID now covid-19 performed on an unknown sample. As additional information clarifying information was not provided, this MFR. Report will address the possibility of a false positive while related MFR. Report: add MFR. Report # 221359-2021-02077 will address the possibility of a false negative.